Event description:
It was reported that the tsb35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the jaw would not open after several openings and closings of the jaw to determine the staple line. There was no consequence to the pt.

Manufacturer narrative:
Endopath ets-based upon the information received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specifications.